Manufacturer narrative:
Investigation report attached is on representative retained samples from the manufacturer. Customer did not record product information, and discarded used samples. (B)(4).

Event description:
The hypodermic needle broke off at the junction with the hub during use. The needle worked itself into the muscle of the back leg of the cat. The cat had to be referred to a private practice for removal of the needle due to the proximity to the femoral nerve and artery. Actual product code is unknown. Facility distributor does not record product shipped to their customer. Product code and lot is obtain only if the customer reports a complaint. Customer did not report this incident to their distributor, and they did not retain product information either. Since this is the same customer from the previous complaint, and they reported product code ah+2219-1m for the previous incident, we ran a report to pull lots for this code (ah+2219-1m), shipped to their distributor. Possible lots are: 17l06, 18a10, 18b08, 18b08, 18d20.